Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, after the operator dispensed medication in the post filter port. Attempts to remove the air from the cartridge were unsuccessful. Rinseback was not performed due to the amount of time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the blood circuit introduced by the operator when administering medications. The cycler alarmed appropriately to the presence of air in the cartridge. No similar problems have been reported subsequent to this event. The user's guide includes adequate instructions for removing air from the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No add'l info will be provided.